Manufacturer narrative:
(B)(4). Batch # t93e8n. Investigation summary the device was received with the I-blade upper tip broken off not returned and the lower tip was at the wrong side of the channel. In addition, the cable was received cut off. Due to the returned condition of the device, no functional or mechanical testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified

Event description:
It was reported that during an unknown procedure, the pharmacist informed us that the device blocked. There was no patient consequence mentioned.